Event description:
It was reported patient underwent surgical intervention at an unknown time wherein the ipg was explanted due to an unknown reason.

Manufacturer narrative:
Date of event is unknown. Date of explant is unknown.